Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 6.988 mg/day and bupivacaine at 20mg/ml at 6.988mg/day via an implantable pump. The indications for use were chronic low back pain and spinal pain. The patient was not getting relief with medication despite dose increases. A dye study was done which revealed the catheter tip was at s3. The healthcare provider was planning a spinal segment revision. As of the date of the report, the issue was not resolved and the patient status was alive no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unclear if the catheter migrated or was always at s3 as the implanting physician did not typically use x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.